Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system experienced pocket pain, as a result, the ICD system was explanted and not replaced. No additional adverse patient effects were reported. This ICD was already returned to boston scientific, however, further analysis has not yet been completed.

Manufacturer narrative:
The returned ICD was analyzed, passed all tests performed, and exhibited normal device characteristics. Analysis found no evidence of device defect, malfunction, or damage.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system experienced pocket pain, as a result, the ICD system was explanted and not replaced. No additional adverse patient effects were reported. This ICD was already returned to boston scientific, however, further analysis has not yet been completed.